Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system presented with low laser power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported experiencing low laser power output from the system. The timing of the event and patient impact are unknown. Additional information was requested but none has been received. The company service representative examined the system and was able to replicate the reported low laser power output. The company service representative found that the low power was a result of dirt on the 45 degree mirror on the slot lamp. The company service representative cleaned the mirror. The system was then tested and met all product specifications. The system was manufactured on july 26, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an accumulation of dirt on the 45 degree mirror of the customer¿s slit lamp. The manufacturer internal reference number is: (B)(4).